Manufacturer narrative:
(B)(6). One flat filter was returned for analysis. Functional testing was performed by infusing the filter with water and revealed that leakage was confirmed to one side of the filter. Based on the evidence, the complaint was confirmed. The root cause is related to a supplier issue. This may relate to the reliability, durability or quality of a component received from a supplier.

Event description:
It was reported that fluid was leaking from the flat filter to a smiths medical portex® epidural kit. The filter was taken out of service and there were no reported adverse patient effects.